Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Inspection of the device revealed no signs that the locking ring was bent and it was adjustable within the tray. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined because device analysis indicated that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Pt identifier: - (B)(6). UDI number - (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during a reverse total shoulder arthroplasty, the locking ring stuck in the humeral tray and would not spin freely, leading to the polyethylene liner being unable to be placed into the tray. There were no patient consequences reported as a result of the malfunction. Attempts have been made and no further information has been provided.